Manufacturer narrative:
The investigation identified five events that were associated with an ortho clinical diagnostics (ortho) investigation. In the first three events, a patient sample may have been dispensed back into an unintended tube/cup position of a sample tray when using a vitros 3600 system. In the additional two events, a sample aspiration event from an unintended tube/cup was not successful due to analyzer condition code and the sample tip was sealed & discarded with no additional metering actions. An ortho investigation identified a software anomaly associated with a specific sequence of events which allows a sample to be aspirated from the wrong tube/cup position of a sample tray or allows an aspirated sample to be returned into an unintended tube/cup position of a sample tray using a vitros 3600 immunodiagnostics system. This can lead to a result or series of results that do not reflect the patient¿s condition leading to inappropriate intervention with the potential for serious injury to the patient. Vitros system software version 3.2.3 contains the resolution to this software anomaly. The customer installed the vitros system software version 3.2.3 on (B)(6) 2016. The FDA (B)(4) district office was notified of this issue on 13 april 2016. Refer to report number 1319681-4/13/2016-001-c. (B)(4).

Event description:
As part of a customer request for a retrospective review of e-connectivity data to support an ortho clinical diagnostics (ortho) investigation, five events were identified that were associated with the investigation. In the first three events, a sample aspiration event occurred and sample fluid from a tube/cup other than the intended tube/cup was aspirated. A metering failure occurred and the system attempted to return the aspirated sample back into the original tube/cup as designed. However, the sample was most likely returned into an unintended tube/cup which can cause a contamination or a significant dilution of another patient's sample and lead to erroneous results. In the additional two events, sample fluid was aspirated from the unintended tube/cup on a sample tray using a vitros 3600 immunodiagnostic system. The sample aspiration event was unsuccessful due to an analyzer condition code, the sample tip was sealed and discarded with no additional metering actions. The undetected sampling from a tube/cup other than the intended or dispensing sample fluid back into an unintended tube/cup could lead to the generation and reporting of a test result or series of test results that do not reflect the patient's condition leading to inappropriate intervention with the potential for serious injury to the patient. Ortho sent a letter informing the customer of the first three events, including the number of samples potentially affected and that no other events have occurred impacting sample results. The customer was instructed to contact ortho with any additional questions. No additional information or feedback has been communicated back to ortho from the customer. Therefore it is assumed there were no allegations of patient harm. The investigation cannot conclude that patient sample results would not be affected if the events were to recur undetected. (B)(4).